Event description:
The patient's wife reported the patient died in the hospital, and "his device never worked." She reported the attending hospital physician said "the device never went off." She also stated, she would not allow the device to be taken out and returned to the manufacturer, and the death certificate reported the cause of death to be heart related. Follow up with the clinic reported the patient had chest pain and was driven to the hospital by his wife. The clinic told the wife that the patient needed to be seen in the emergency department, so she drove him to the emergency department, where he then expired. The clinic does not have the cause of death but reported there was never any lead or device allegation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested, but has not been received. There was no allegation from a health professional that the death was device related.